Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 our affiliate in (B)(4) reported that a patient (pt) called to report that he/she developed a corneal ulcer (affected eye unknown). It is unknown if the pt wore an acuvue brand product at the time of the corneal ulcer event. The pt reported that he/she previously wore the 1-day acuvue trueye in one eye and the 1-day moist for astigmatism lenses in the other eye. The pt reported that ¿as ocular condition improved, correction for astigmatism for one eye is no longer required.¿ the pt reported that he/she currently wears the 1-day acuvue trueye lenses in both eyes. The pt refused to provide any additional information. This event is being reported as a worst case event. The lot number is unknown and the product availability is also unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.